Event description:
It was reported that during a coronary stenting drug eluting treatment procedure, crossing difficulty and stent damage occurred. The lesion being treated was located in the left anterior descending (lad) artery. The lesion was predilated with a 2.0x20mm maverick balloon. The physician was unable to cross the lesion. The 3.00x32mm taxus express2 drug eluting stent was removed. Upon examination, the physician noted a protruding strut. The procedure was completed with a 3.00x32mm taxus express2 drug eluting stent. No patient complications were reported. Patient status reported as "ok."

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.